Event description:
It was reported via repair work order that the zoom would continue after handles were disengaged due to malfunctioned drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.